Event description:
The physician was attempting to deploy a 2.5mm diameter x 18mm length endeavor resolute rapid exchange (rx) drug eluting stent in the circumflex of a pt. The product failed to cross the lesion and the stent was reported to be damaged when it was removed from the pt.

Manufacturer narrative:
(B)(4). Eval: results: (angulations in the vessel prevented advancement of the device, dislodgement occurred as a result of the damage that appears to have occurred during delivery attempts), (failure to deliver stent, deformation and dislodgement are inherent risks of stenting procedure). Conclusion: (lack of effectiveness due to pt condition-angulations in the vessel). Eval summary: the crimp baked impressions were evident on the balloon. Four stent segments were intact and the remaining stent segments were raised, deformed and damaged. Please not that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).